Event description:
It was reported that a user experienced recurrent low glucose events, including a documented blood glucose of 43 mg/dl that increased to 81 mg/dl after treatment with oral glucose tablets and orange juice, with frequent lows occurring after meals. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment and escalation to clinical support for further assistance and education. Investigation included user troubleshooting and education with assignment for additional training. Investigation of this case revealed no device malfunction reported, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.